Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms and high pacing threshold. Additional information was unable to be obtained. The device was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported.